Event description:
Medtronic received a report that a solitaire fr stent and rebar microcatheter encountered resistance. The patient was undergoing thrombectomy for treatment of an ischemic stroke/cerebral infarction. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 5mm diameter intravenous tissue plasminogen activator (IV- tpa) contraindicated was unknown. There were no passes with the device. It was reported that after the catheter was taken out and hydrated normally, the catheter was sent to the designated position under the guidance of the guidewire. After the stent was taken out and hydrated, it was pushed into the catheter along the protective sheath. However, when entering the tail end of the catheter, the resistance was very large, and it could not enter the catheter. Due to the recent successive cases of stents being unable to enter the catheter, the surgeon had extreme distrust of the quality, so they replaced the catheter and stent with another brand, and the operation continued smoothly. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the resistance was in the catheter hub. The cause of the resistance was not determined. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.